Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins hadn't been used in 9 months so they hadn't had stimulation for 9 months. After an unrelated surgery, the patient's nerve pain came back. The rep spoke to the patient on (B)(6) 2020 and performed a physician recharge mode over the phone to the point that the patient saw the normal charging screen and power on reset (por) message. It was noted the patient was seen in the hcp clinic on (B)(6) 2020 for a por. It was reviewed that the current issue is likely a continuation of the overdischarge from february. Additional information received from a manufacturer representative (rep). It was reported that the rep was able to talk to the patient over the phone and get the ins out of overdischarge and into normal charging. The patient charged on (B)(6) 2020 up to 75%. The rep met with the patient on 2020-apr-22 to clear the por message, but they could not communicate with the ins using the recharger or tablet. It was reviewed the ins will lose charge rapidly after initially being recovered from overdischarge and the ins slipped back into an overdischarged state. It was mentioned the patient lost weight over the past year losing 30 pounds and the ins became more mobile in the pocket, but it had not flipped at all. The rep called back and reported the patient went home and was able to charge the ins. When the patient woke up the next day, the ins was completely dead. The patient charged again for 1.5 hours and the ins was fully charged. When the rep met the patient later, the battery was down to 50%. The rep was able to interrogate the device to clear the por and do some programming. The patient then used the programmer and it showed the ins was depleted again. The patient charged for 5 minutes and the ins was then 80% charged. It was reviewed that post overdischarge charging frequency and ins depletion can look like this. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. It was reported that the patient's ins was at the end of service. The he althcare provider noted that the patient experienced left-sided upper and lower extremity weakness which had an insidious onset, but was progressive in nature. Mris were recommended for the patient given the progressive weakness, but with the presence of the implantable neurostimulator (ins), the patient was unable to obtain the mris. The healthcare provider discussed proceeding with the removal of the ins in order to obtain said mris and the patient agreed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the  patient is still having to recharge frequently. The patient was advised to reach out to rep/office if recharging does not improve. Advised on replacement ipg options. Physician did not confirm if any further actions/interventions will be performed. Patient's weight was unknown. The provided information was confirmed with the physician and/or patient. No further complications were reported.